Event description:
Per post-procedure note. Left ventriculography was performed. The catheter was aspirated and flushed and pullback pressures were recorded. A j-wire was then placed up into the abdominal aorta and the sheath was gently pulled back across the right iliac artery where there was a gradient of approximately 20-25 mmhg. A perclose proglide 6f suture-medicated closure system was then placed. The sutures appeared to capture, but the foot did not fully flatten out and could not be pulled out from the femoral artery without substantial pain. Multiple attempts made to readjust the feet of the perclose proglide 6f suture-medicated closure device, but all of them were unsuccessful in removing it. A stat vascular consult was obtained. Manual pressures held and patient prepped for transport to or for open repair of the right common femoral artery. Per post-op note. The common femoral artery was dissected free as well as the profunda femoris and superficial femoral arteries. At this time it was apparent that there was a dissection due to the purple discoloration and the hue of the artery in the iliac artery. The inguinal ligament was mobilized to provide more exposure and to avoid making an abdominal incision to get proximal control. This dissection within the artery continued proximally up to the takeoff of the external iliac artery from the common iliac artery. The external iliac artery was then dissected free and this was encircled with a vessel loop. There was also an injury to the femoral vein. The repair was done using interrupted sutures of 6-0 prolene. Once the patient was therapeutically anticoagulated clamps were placed both proximally and distally. An arteriotomy was made using an 11 blade and potts scissors were utilized to carry the arteriotomy both proximally and distally form the device. There was a large amount of plaque and the footplate of the proglide device was caught in the plaque causing the dissection. The device was removed and sent to pathology. Upon inspection, the device and the footplate was still attached to the device and not within the patient. Given the extent of the injury and the amount of plaque, an iliofemoral endarterectomy was completed. Patient had 7-day los (length of stay?) And discharged home with wound vacuum and homehealth.